Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic torn/bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to low vaulting and the problem was resolved. The cause of the event was unknown.